Manufacturer narrative:
D9, h2, h3: the return of bi71000450 provided the lot number v18440306 rev. F. The hardware was returned and analysis was performed. The analyst installed the ps1 in a test imaging system. It recorded 5.3vdc on the 5.2vdc output of the ps1. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15. G2) foreign country: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that after setting the imaging system, the display of the pendant returned to the standalone mode. It started up normally after restarting, but x-ray imaging did not come out. X-rays appeared when the mode was switched to 2d/3d, etc. 3d imaging was also made and the operation was completed. A delay of about 20 minutes occurred with device restart. No known impact to patient outcome. No ineffective exposure. Conflicting information was received regarding troubleshooting. No further information available.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the imaging system. Hardware parts were replaced and the system performed as intended. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.